Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient reported that she has a problem that maybe related to the interstim. The patient had to go to the ER because she had pain in her back and abdomen on the right side. Patient said they did an x-ray thinking it was her kidney and the doctor told her she was constipated and sent her home. Patient said she was in pain and in a nursing home. The patient wondered if she had increased stim to a rang that was too high. Patient said on (B)(6) she increased stim to 3.9 then to 4.2. And on (B)(6) she increased stim to 4.7. Patient said she was in a nursing home and on (B)(6) she decided to decrease stim to 4.4 and has been slowly decreasing stim but she was still having pain. The patient was not sure if the pain was related to the device. The patient was assisted in turning their device off and successfully turned it off. The patient was redirected to their healthcare provider and stated she can't see their doctor till the (B)(6). The patient indicator for use were for fecal incontinence and gastrointestinal/pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient had called last week, and as a result of the call, patient had turned the device off. Patient has device for both bowel and bladder. Patient stated will be having lithotripsy for patient's kidney stones and confirmed kidney stones are unrelated to the device.